Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were all pieces of the cartridge reload retrieved? If retrieval of the pieces occurred, did it alter the procedure in any way? Response: the piece was observed after removing the used reload from the echelon. It was like a "splinter" attached to the reload. It didn't alter the procedure.

Event description:
Once removed the used reload from the echelon device, a broken piece of plastic fell down from the lateral of the reload. There were no patient consequences. Action taken for procedure: none.

Manufacturer narrative:
(B)(4). Batch # n57l7v. The analysis results showed that one ecr60d cartridge reload was received. The reload was received with a damaged on left lateral side and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reached on what caused the damaged to the cartridge. As part of our quality process, each cartridge is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.